Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, an aortic valve replacement was performed and this 19 mm trifecta valve was implanted. Initially, the patient did well but several weeks after surgery reporting feeling tired. A murmur was noted on follow-up in (B)(6). On (B)(6) 2016, a tte revealed severe aortic insufficiency (ai) and restricted leaflet mobility. On (B)(6) 2016, a tavi procedure was performed and a 23 mm tavi valve from another manufacturer was implanted. Prior to the transcatheter valve deployment, tee revealed a torn leaflet of the trifecta valve causing severe ai. The patient tolerated the procedure well and there were no issues.